Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that battery cap was unable to secure onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: a visual inspection of the pump showed a crack on the battery compartment extending from the threads down to the fingerpad. The threads of the battery compartment were stripped and the cap was unable to tighten on to the pump, however a test cap could.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.